Event description:
The event is reported as: complaint alleges: the customer reported that the staplers do not closer properly. One side of the staple keeps opening. This incident happened in surgery. No pt injury. Pt current condition is fine.

Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.